Event description:
Event description boston scientific crm received information that this pacemaker was electively replaced for its inclusion in the insignia microcrystal failure mode 1 population (9/22/2005) and abnormal behavior with the right ventricular (rv) lead. Initially, high threshold measurements and noise on the rv lead and electrograms were reported. All other lead measurements were stable. Intermittant ability to capture the ventricular myocardium was later reported in both doo and dddr. The physician elected for xray evaluation and a lead revision. Chest-xray did not indicate any lead anomalies and the reported clinical observations were not duplicated on the psa or after reconnecting the leads during the revision procedure eight days later. The decision was made to electively replace the device and all measured data following the revision/replacement procedure looked good.